Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display widow, broken reservoir tube lip. Drive support was inspected and no anomaly was noted. Failure analysis was unable to verify motor error alarm due to detached end cap. Motor passed motor test. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated the drive support cap was loose on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.